Manufacturer narrative:
The insulin pump had a blank display due to an open driver on the lcd board. No moisture damage was noted on the electronics, motor, vibrator motor, or battery tube assembly. The insulin pump was received with a cracked reservoir tube lip. (B)(4)

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's insulin pump had a blank display screen. Troubleshooting occured. The display returned, however there was a graph on the screen blocking the text. Customer's blood glucose level at the time 120 mg/dl. Advised insulin pump would be replaced. No further information was provided.